Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, inability to engage in activities, disability, impairment and pain. It was reported that the patient died on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
(B)(4). Undefined multiple complications occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07297. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. The patient underwent the concurrent procedure of a total vaginal hysterectomy during mesh implantation. It was reported that the patient underwent mesh removal/revisions on (B)(6) 2008, (B)(6) 2009, (B)(6) 2010. Upon examination on (B)(6) 2011 the patient did not have any recurrent mesh erosions. The patient was diagnosis with lactic acidosis in 2011. The patient experienced a non-st elevation myocardial infarction in (B)(6) 2011. (B)(4).